Event description:
Complaint investigation when a health care facility reported a high reading of 4.7 mmol/dl (85 mg/dl) on a medisense precision xtra monitor when compared to a valid lab comparison of 3.8 mmol/dl (69 mg/dl). These values, when plotted on a clarke error grid, fell into the "d" zone showing them to be clinically significant. No death, serious injury or emergency medical intervention was reported.